Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The occlusion balloon wire was inserted into the pt and inflated to 5mm to occlude the vessel. Before any intervention was performed the occlusion balloon deflated unexpectedly. The device was removed and replaced with another to complete the case. The pt is reported to be fine.